Manufacturer narrative:
Initial reporter facility name: affiliated longhua hospital shanghai university of traditional chinese medicine initial reporter phone (B)(6).

Event description:
It was reported that a balloon rupture occurred, necessitating additional intervention. Coronary angiography was performed on the patient. The 80% stenosed target lesion was located in the middle-left anterior descending (lad) artery. A 2.50mm x 15mm emerge balloon catheter was used to dilate the lesion at 12 atmospheres. Re-examination of the angiography revealed that there was no reflow in the lad and gas embolization was considered. During examination of the balloon, it was observed that the delivery shaft was leaking gas. The patient experienced a drop in blood pressure to 60/30 mmhg and severe chest pain was reported. Subsequently, intracoronary normal saline flushing and injection of tirofiban were administered. A stent was implanted after the patient's condition improved and the procedure was successfully completed.